Event description:
Ous MDR - ater an unk implantation time, an inappropriate shock delivery was reported. Event, implant and explant dates were not provided. The device was explanted and returned for analysis.

Manufacturer narrative:
Ous MDR.